Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e411 analyzer. The customer provided data for two patients with discrepant hcg results. The first patient's initial hcg result was 165 iu/l and it was reported outside the laboratory. On (B)(6) 2014, a new sample was collected and tested by the laboratory. The result was 0.100 iu/l accompanied by a data flag. The original sample was then repeated on (B)(6) 2014 and the result was 0.100 iu/l accompanied by a data flag. The second sample was then repeated and also had a result of 0.100 iu/l accompanied by a data flag. The customer then repeated all hcgb samples tested on (B)(6) 2014 and found another sample with a discrepant result. The second patient was a female born on (B)(6) 1992. The second patient's initial hcgb result from (B)(6) 2014 was 158 iu/l and it was reported outside the laboratory. The sample was repeated on (B)(6) 2014 and the result was 0.100 iu/l accompanied by a data flag. The customer also provided another result of 0.100 iu/l accompanied by a data flag for the second patient. Information on whether this result was from a new sample on the original sample was requested but not provided. There were no adverse events. The hcgb reagent lot number was 177537. The expiration date was requested but not provided. The field service representative noticed that the sipper probe was not getting washed properly at the wash station because it was sitting too far back. He adjusted the sipper probe.

Manufacturer narrative:
This event occurred in (B)(6).